Event description:
It was reported that: "sterile head open to field for implantation, when debris notice inside head. Removed prior to pt application was performed. No adverse reaction to pt implanted biolox head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available then it will be submitted in a supplemental report.